Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Crosstalk was also observed on the device. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.